Event description:
It was reported that pump experienced malfunction alarm identified by code malf 12, with no notable events occurring beforehand. There was no adverse impact to the customer¿s blood glucose level. Customer, with guidance from technical support, reset pump using provided instructions, confirmed that malfunction did not recur after reset, and was advised to continue using pump and to call back if any future malfunction occurred, which customer acknowledged and understood.